Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl to 1700 mg/dl, dehydration, and a high ketone level identified as dangerous by healthcare provider. The customer alleged the pump was not delivering insulin properly, however, pump data review by tandem technical support confirmed that the pump was functioning as intended. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.